Manufacturer narrative:
The quality investigation is complete. Product discarded.

Event description:
The customer reported via the sales rep that that after performing nasal surgery, the customer used nasopore forte. It was also reported that the patient returned to hospital 3 days later with pain and was reportedly diagnosed with an abscess in the nasal cavity. It was further reported that the patient was prescribed antibiotics. It was also reported that all the packaging was discarded and that the lot/serial number and the part number is unknown.